Event description:
It was reported that pump displayed a cartridge change error and caller was unable to complete cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, inspected and cleaned pneumatic tap area, removed extra O-ring, confirmed cartridge was fully attached, followed on-screen instructions, successfully completed cartridge load, and resumed insulin delivery; no further issues were reported.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.